Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the entire system was explanted via surgical intervention on (B)(6) 2025.

Event description:
It was reported that the patient had all high impedances on the l1 lead after a notable fall. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.